Event description:
Procedure type: lavh. According to the reporter: when needle was penetrated into tissue, it was disengaged from the jaws of the device. It took more than 30 minutes to find the fallen needle. The needle was retrieved and another device was used to complete the case. There was no bleeding and no tissue damage. There is no additional patient information available.

Manufacturer narrative:
(B) (4). (B) (4). MDR ref (same case): 1219930-2010-00313.